Manufacturer narrative:
Information contained in this report was previously submitted through asr on 16/apr/2015 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on posterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior and yellow particles inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.